Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation received. Although there are no patient specific allegations, general litigation alleges metal on metal, therefor we are reporting the head and liner. Update 16 apr 2018. (B)(4) was re-opened under (B)(4) due to the receipt of pinnacle ppf records received. Ppf alleges dislocation with open reduction and loosening of the cup and stem. Doi: (B)(6) 2011; dor: (B)(6) 2011; left hip.